Event description:
Account reports they had one incident of leaking that resulted in chemo spill. States there was no staff or patient injury. States that the leak occurred at the site where the lever lock accesses the septum on the primary tubing. This occurred when they went to attach the secondary set with the lever lock to the injection site on the primary tubing. The leaking was noted immediately and the tubing was changed.